Manufacturer narrative:
On december 1, 2021, mentor became aware that in the initial report sent on november 30, 2021, it was erroneously indicated that the patient has not been scheduled for implant explantation. However, the patient has been scheduled for removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4) 5. Event description - the patient has been scheduled for removal surgery on (B)(6) 2022. 6. Health effect - impact code: device explantation. 6. Type of investigation - device not returned.

Manufacturer narrative:
On february 14, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 375cc breast implant was found to have a tear measuring 0.5 cm within parallel lines of shell wear on the posterior aspect. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On january 6, 2022, mentor received additional information indicating that the patient was also diagnosed with bilateral breast capsular contracture (baker grade iii), during the revision surgery on (B)(6) 2022. The patient underwent bilateral capsulectomy and bilateral removal and replacement with saline implants. The complication on the left breast will be reported under mrn: 1645337-2022-00798. On january 18, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the right breast prosthesis.

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 375cc mentor siltex round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).